Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address was not provided. Premarket identification PMA/510(k) number k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that the impant relocated into sinus during second surgery at tooth site 26. Edema and pain were also reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear from use about the implant threads. The product matched print specification following measurements of the implant. The per indicates that the patient has a history of osteoporosis, which may contribute to the relocation. The reported product was located on tooth # 26 (fdi) and used for approximately 4 months. Device history record (DHR) review was completed for the subject lot number 1235027. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235027) for similar event and no other complaint was identified utilizing keyword(s) relation into sinus. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.